Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. (B)(4). (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe w/ needle had foreign matter on the syringe. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: foreign matter on syringe. There is a foreign matter that is red on syringe. Related to (B)(4).

Event description:
It was reported that bd¿ syringe w/ needle had foreign matter on the syringe. This occurred on 2 occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: foreign matter on syringe. There is a foreign matter that is red on syringe. Related to pir3006554 / pr 975682.

Manufacturer narrative:
H.6. Investigation summary: 1 sample was returned to sbdm, lot number is 1812242. Clear and red fm was noticed inside the barrel. Infrared spectrometry (ir) analysis: from ir analysis, the fm appears to be similar to lubricant used in syringe. House sample inspection: sbdm inspected 30 pcs from lot 1811072, 1812242 and 1812242, no abnormality was observed. DHR review: sbdm reviewed the manufacturing record, no abnormality was observed. Customer complaint record: sbdm reviewed customer complaint record, there are no similar issue from other customers. Root cause: from investigation, the fm was analyzed using ir to be the lubricant in syringe. The fm likely occurred in the syringe assembly line. There is lubricant (medical grade silicone produced by dow corning in USA) spray process in the syringe assembly line and a small piece of harden lubricant may have been sprayed inside of barrel. There is 100% visual inspection in assembly and packing on the assembly process. It is assumed that in this case, the inspectors could not find the fm in the barrel. Corrective actions: 1. Sbdm conducted quality training on this customer complaint for syringe assembly line workers and quality inspectors. 2. Sbdm tighten incoming inspection for bulk needles and keep monitoring of syringe manufacturing process to prevent recurrence of the same case. 3. Sbdm conducted cleaning of all lubricant spay in syringe assembly line. 4. Sbdm implemented 100% visual inspection on syringe packaging process and had retrained on inspection method for packaging inspector due to this complaint case effective. H3 other text : see section h.10